Manufacturer narrative:
We have received no further traceability data (for example product, lot/batch number). The product is not available for an investigation. Nevertheless, we can guarantee that all products are manufactured by qualified employees and were sterilized by miethke and released for shipment after final inspection. The parameters (reflux, tightness, flow) are inspected and signed during the manufacturing process. An investigation was not possible because no product was sent for investigation. It is possible that protein deposits inside the product affect the function and have led to a blockage . As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the blockage, this would be require an examination of the product.

Event description:
New information, product not submitted for investigation.

Event description:
It was reported that there was a problem with a gav 2.0 valve. The surgeon suspected an blockage and underdrainage. Patient informations: age: 14 years, height: 166 cm, weight: 43 kg, gender: male. Implantation: (B)(6) 2020, removal: (B)(6) 2020.

Manufacturer narrative:
A, b, d: sections updated after receipt of product and questionaire. Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: - no defects or other abnormalities are detected permeability test in detail, the complete valve was tested for permeability in order to identify the suspected blockage. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the gav® 2.0 is permeable. Computer control test in order to investigate the suspicion of over-drainage, the gav® 2.0 was tested on a miethke computer controlled testing apparatus. The valve was tested by simulating a cerebrospinal fluid flow at rates from 60 ml/hr down to 5 ml/hr with the valve in horizontal and vertical position (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting opening pressure was measured. The computer controlled test has shown the opening pressure of the gav® 2.0, at a reference flow rate of 20 ml/hr in a vertical position, to be 28,17 cmh2o. This is within the specified tolerance of 30 cmh2o -2/+4 cmh2o. An applied pressure of 30 cmh2o, with the device in the vertical position is expected to have a resultant opening pressure of 30 cmh2o -2/+4 cmh2o. Additionally, the gav® 2.0 was tested according to standard procedure in the horizontal position. At a fixed opening pressure of 10 cmh2o in the horizontal position, a pressure of 10 cmh2o -1/ +3 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the horizontal position, the gav® 2.0 had a pressure of 10,74 cmh2o. This is within the specified tolerance of 10 cmh2o -1/ +3 cmh2o. Internal inspection of product in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, no deposits were found in gav® 2.0. Results based on our investigation, we are not able to substantiate the claim of "over-drainage" and "blockage". At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
The product for investigation has not yet reached us. When additional informations are provided, a follow up will be submitted.

Event description:
The team have asked me to return a fixed pressure valve that is draining at 0cmh20. It was reported that there was a problem with a miethke product, the valve has a blockade. No further information available.